Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during procedure, the subject retriever broke 3cm proximal to the stent portion and remained within patient¿s vessel. Procedure was not completed successfully. Patient passed away due to preexisting comorbidities. Physician stated patient death was not due to subject device. No further information is currently available.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was prepared as per the dfu, continuous flush was maintained, and no damage noted to the packaging prior to preparation of the device. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned, a cause of undeterminable will be assigned to the reported event.

Event description:
It was reported that during procedure, the subject retriever broke 3cm proximal to the stent portion and remained within patient¿s vessel. Procedure was not completed successfully. Patient passed away due to preexisting comorbidities. Physician stated patient death was not due to subject device. No further information is currently available.